Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was receiving morphine (unknown concentration) 1.7 mg/day via an implantable pump. It was believed to be 50 percent solution. It was reported that in (B)(6)2017 the pump was programmed incorrectly. The pump was to be programmed at 1.7 ml every 24 hours. At that rate it should not have run out of morphine in a 90-day period. In (B)(6), it was 30 days later, and the pump had been empty for 5 days. The patient had an infection at the site. The patient believed it was caused by the pump running dry for that week. The patient had meningitis. The infectious disease specialist called the managing physician and they decided to explant the pump. The patient knew something was wrong because the site was all red and it was really hot to the touch. It did not look right on a wednesday when it started but the patient had a healthcare provider appointment on the following monday, so he waited until monday. When the physician saw what was going on he knew it was infection. They drew fluid from around the pump and sent to lab (results were unknown). Surgery was performed on the (B)(6) and the pump was rem oved due to meningitis. The patient was hospitalized for three days and treated with intravenous (IV) antibiotics to clear up the infection. From (B)(6)1999-2014 the patient had a quality of life. The patient does not have quality of life now. The patient was in bed all the time and takes narcotics by mouth. The narcotics do not do what the pump did. When the patient wakes up in the morning, it takes 35- 40 minutes before the medication kicks in and it wore off an hour before it was time to take the next dose. The patient started taking oral narcotics in (B)(6)2017 after the pump was removed. The healthcare provider was addressing the infection. The patient was due to go to healthcare provider in the following 2 to 3 weeks. The patient does not have a pump and does not plan to get one. The patient was injured in the 80s. In (B)(6)1995 they put screws and rods at 3 levels and fused lumbar 3, 4 and 5. In (B)(6)1997, he was still having considerable pain and they thought the screws and rods were touching a nerve, so they removed the hardware, and everything healed. They were trying to straighten out his back. The patient had seen his lumbar on fluoroscope and he does not have a lumbar spine. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-feb-22 reported the rep had no additional information. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was admitted with withdrawal symptoms and the pump was alarming on (B)(6) 2017. The following day the pump was removed for infection on (B)(6) 2017. It was unknown if the pump was to be returned to the manufacturer for analysis or if the pump was disposed of due to infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1.5 mg/day via an implantable pump for spinal pain. It was reported that an empty reservoir alarm occurred on (B)(6) 2017 and was confirmed by telemetry. No symptoms were noted to be related to the empty reservoir alarm. The rep was there to assist with reprogramming, but when they interrogated the pump, an empty reservoir alarm was noted. It was also stated that they felt the patient may have an infection and the pocket was red and hot. The infection was unconfirmed, but they were going to see if oral antibiotics cleared up the infection and then make a decision about future interventions. A specimen was taken on (B)(6) 2017 and the pump was filled with preservative free normal saline and programmed to minimum rate. The event date was noted to be (B)(6) 2017.